Event description:
Inovent started humming. Filter changed with sample port. No2 alarm after stating no2 sensor failed. Placed in ¿low cal¿ (low range calibration) as instructed. No2 sensor failure alarm resolved but no sensor failure alarm started. Placed in low cal again as instructed times 3 with no success. Removed from patient and replaced with new inovent. Patient was never without ino being delivered.